Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple power sources. When the pump was plugged into a power source, the pump would not recognize the power source. Reportedly, the customer plugged the cable into a phone charger and it would successfully charge; however, the battery gauge increased from 35% to 100% within 5 minutes. There was no reported impact to the customer's blood glucose level and the customer would continue to use the pump until replacement pump is received.